Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl and clonidine at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient started hearing a pump alarm and saw the code 8476(motor stall) on their personal therapy manager (ptm) this morning. The caller stated that the pump logs had not yet been read and he was not currently with the patient. It was unknown if the patient recently had a magnetic resonance imaging performed. The caller was redirected to follow up with the hcp. No symptoms were reported. No further complications have been reported as a result of this event.